Event description:
While the pulmonary function technologist (pft), technologist attempted to calibrate the device using a calibrated test syringe it failed to calibrate. Manufacturer response for plethysmograph, body, platinum elite rdx (per site reporter). Please replace the flow board.